Manufacturer narrative:
Concomitant: 5076-45 lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead. Nerve stimulation, chest wall stimulation, and hiccups were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.